Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: suspected left-sided rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with an unspecified 200cc mentor saline implant (left) in 2005 and a 200cc mentor smooth round moderate profile (right) on (B)(6) 2015, and experienced postoperative bilateral deflation. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2019. The patient has a history of breast cancer; left-sided breast cancer in 2005 and right-sided breast cancer in 2015. This report is for the left prosthesis.